Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and advised that the customer could continue using the pump. The caller was instructed to reach out again if the malfunction code recurred, which it did not.